Manufacturer narrative:
The main component of the device system the relevant components include: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 20 mg/ml morphine at a dose of 0.962 mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient's infusion system was implanted two weeks ago. On (B)(6) 2017 the rep was called into a case to revise the system. The rep said there was leaking at the wound site. The hcp removed the distal section of the catheter and placed a new distal section on (B)(6) 2017, the catheter revision was completed. The rep said they were not sure what the fluid was that was leaking, or where exactly the leak was coming from. The symptom of mild headache was reported. No further complications were expected or anticipated.